Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the freestyle libre sensor. The customer reported unspecified high scan readings, and experienced shaking and dizziness. The customer obtained a built-in meter result of "as low as 40 mg/dl", and required help from son to treat with glucagon injection. The customer provided comparison readings of 351 mg/dl scan against 51 mg/dl from built-in meter, taken at unspecified time. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.